Event description:
Customer reported air bubbles in her reservoir. Customer's blood glucose was 179 mg/dl. The customer stated the air bubbles are small. Troubleshooting occurred for a manual prime. The customer also stated the problem has been occuring for the past 5 months.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.